Event description:
The customer obtained a non-reproducible false positive vitros trop I es result on a pt sample on a vitros eci analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The initial trop I es pt result was reported to the clinician; however, no action was taken. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The root cause for the unexpected trop I es result is unk. It is likely that cellular debris, due to poor sample preparation was present in the sample, as it was confirmed that the sample involved was not processed in accordance with the tube MFR's recommendation.